Event description:
It was reported that during a da vinci sigmoid colectomy procedure, the customer noted that the endowrist vessel sealer instrument had an insufficient sealing on ileocolic. On 06/03/2015, intuitive surgical inc.,(isi) obtained the following additional information: there was no error message and two audible tones were heard from the erbe generator. The vessels were not highly calcified and was not in excess 7mm in diameter. There was no tissue effect but the surgeon attempted to use the cut function after zero tissue effect. There was bleeding and it was controlled through a patient side assist. There was no report of fragments falling into a patient. There was no allegation of any harm, injury or adverse outcome to a patient.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: the vessel sealer instrument failed to seal during the procedure. The reported malfunction if to recur could cause or contribute to an adverse event.